Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with the following pre-op diagnosis: multilevel lumbar spondylosis. L5-s1 grade 2 spondylolisthesis. Degenerative lumbar scoliosis. Multilevel spinal stenosis with neurogenic claudication. Procedure: bilateral posterior segmental spinal instrumentation t10 through s1 with pedicle screw instrumentation. Bilateral iliac screw fixation. Bilateral l5-s1 transforaminal lumbar interbody fusion with anterior spinal fusion l5-s1 utilizing local bone graft and bmp. Bilateral laminectomy l3-4 l4-5 and l5-s1 with bilateral foraminotomy at l3-4 and l4-5. Procedure: channel with osteotomes was created, soft tissue/ disc was removed and bone then 2 mg of bmp was placed with local bone graft packed anteriorly on each side. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.